Event description:
It was reported that after post-op x-ray of revision of competitor product on (B)(6) 2013. It was seen that the trial stem adapter separated from the trial and is in the femoral canal above the cement enclosed in femur above the prosthesis.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remains implanted. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device remains implanted.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that after post-op x-ray of revision of competitor product on (B)(6) 2013. It was seen that the trial stem adapter separated from the trial and is in the femoral canal above the cement enclosed in femur above the prosthesis.